Event description:
Lymph nodes swollen, difficulty breathing, swelling of hands and genitals, and fatigue. Pt self-medicated with oral amoxicillin, and was prescribed oral zithromax and oral benadryl.